Event description:
During a kyphoplasty procedure resistance was felt when trying to remove the curette. Upon removal, it was observed that the tip of the curette was intact but a small piece of the metal collar was missing and determined to be left inside the vertebral body. Attempts to remove the piece were unsuccessful. The physician did believe there was a risk to the pt as the fragment was sterile, surgical metal. The case proceeded with the injection of bone cement to stabilize the vertebral body and the fragment inside. There was no reported injury to the pt. An eval of the returned product confirmed that one of the flanges on the distal end was separated. The following description of event was noted. Spine consultant was present during the case. Curette scoring was done on a pt with sclerotic bone. Curette broke at the shaft as designed. Doctor tried to pull the curette out of the working cannula but felt a resistance. When they were finally able to pull it out, they realized that the small metal piece which was part of the collar was missing. It seemed that the metal piece was shaved of the shaft. Tip of the curette was intact. X-ray was taken and radiologist consulted. Several attempts were made to remove the piece with bfd and syringe but with no success. They were able to push the piece little bit further. Radiologist was not overly concerned since it is surgical metal and it is sterile. Pt's primary care physician was notified. There was no injury to the pt and pt was doing fine in the recovery room. At 10/18/07 spine consultant was asked to try and obtain the x-ray imaging from the hospital. Add'l info from the rep via email: the physician struggled with the device and was unable to get it out of the cannula. It was clear under fluoro that there was a small piece to the side of the opening that prevented the device from pulling into the cannula. The device was advanced forward and then pulled back out and with this motion the fragment was left just in front of the distal tip of the working cannula. On inspection a small patch of the shaft had torn free of the device. Several attempts were made with a biopsy device and a syringe for suction to surround and remove the fragment, but only succeeded in pushing the fragment to the center of the body. It was determined by the interventional radiologist after consulting the referring neurosurgeon (dr. Terrence doorly) that the fragment being sterile and surgical steel should not detrimentally affect the pt and it could be cemented in. The case proceeded normally with injection of cement to stabilize the vertebral body and the fragment inside.

Manufacturer narrative:
Method other; follow up conversation with company rep. Results- other; no conclusion can be drawn. See scanned pages.